Manufacturer narrative:
Insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Device was received with cracked case at display window corners, reservoir tube, reservoir tube window, battery tube threads, minor scratched lcd window and broken reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she was washing clothes and she was rearing the device on her waist and her pants bent and insulin pump was touching her skin. Customer did not have a back up plan. Blood glucose value is 96 mg/dl. Nothing further reported.